Manufacturer narrative:
Based on the claim against the product by the customer noting fragment fell, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 8mm fenestrated bipolar forcep instrument had generator recognition issue. Additionally, it was reported that fragments fell into the patient which was not retrieved. The procedure was completed with no reported injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.